Event description:
The customer contacted baxter's service center regarding a system error 2240(air in line), which occurred on the homechoice during dwell 4 of 4. The patient was connected at the time of the alarm. Per the home patient (hp), leaks were coming from the connection of the supply bag. The hp would complete therapy with a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.